Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.

Manufacturer narrative:
The pod was received in the not deployed position due to the needle cap still being attached, however the needle mechanism was noted to have fired into the needle cap. The download data from the pod showed that the pod completed both priming sequences with an expected number of pulses in each sequence. Inspection of the needle mechanism components found them to be in their intended deployed positions after removal of the needle cap and no damages or manufacturing deficiencies were observed that would result in the needle mechanism deploying early. Though no issues were observed, it could not be conclusively determined when the needle mechanism deployed. The exact cause of the reported needle deploying early could not be determined.